Event description:
It was reported that an akreos (B)(4) intraocular lens was inserted into pt's left eye and removed due to one haptic being torn off. A 1.8 viscoject inserter was used. The lens was removed through enlarged incision and replaced with an (B)(4) lens. Sutures were used to close the wound. Please reference MDR#: 1119279-2012-00020 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but was not returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.